Event description:
It was reported that a pump malfunction occurred with the display showing a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer in performing the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.